Manufacturer narrative:
(B)(4). Evaluation summary: the sample is not available for evaluation; therefore, the condition cannot be confirmed nor duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted. Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. This issue is being investigated through a CAPA. This is a product not distributed in the us and does not have a 510(k) number.

Event description:
The facility representative contacted baxter (B)(4) to report an administration set for blood/derivatives where the 'equipment [was] leaking at 20 cm from the filter.' This event occurred before use. There was no patient involvement, patient injury, medical intervention, or adverse event in association with this event. No additional information is available at this time.